Event description:
It was reported that the patient received two inappropriate shocks for undersensed atrial fibrillation. The device had detected the rhythm as ventricular tachycardia. The atrial sensitivity was reprogrammed and the device and atrial lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6940-52, lead, implanted: (B)(6) 2000; 1056t, st. Jude lead, implanted: (B)(6) 2006; 1488t, pacesetter lead, implanted: (B)(6) 2003; 2872, adaptor, implanted: (B)(6) 2003; 6943-65, lead, implanted: (B)(6) 2000. (B)(4).